Event description:
It was reported that during shift check, the platform indicated user advisory (ua) 45 (not at "home" position after power-on/reset); it could not be cleared. While the customer was trying to clear ua 45, system indicated ua 12 (lifeband not present) and ua 18 (max take-up revolutions exceeded). There was no patient involvement reported. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.